Manufacturer narrative:
The field service engineer dispatched to the customer site performed preventive maintenance to resolve the failed system checks reported by the customer. Although the specific cause of this event is unknown, the system check failure mode reported by the customer suggests a possible system or hardware malfunction which has the potential to generate erroneous results. However, there is no indication that this potential was realized in this instance. (B)(4).

Event description:
On (B)(6) 2015 the customer reported that system checks performed on the customer's access2 immunoassay system (serial number (B)(4)) as part of guided troubleshooting failed due to high washed portion %cvs. The customer repeated the washed portion of system check three additional times and all failed to meet %cv specification. A beckman coulter field service engineer was dispatched to the customer site to evaluate the analyzer.